Event description:
Information was received from a patient implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that stimulation wouldn¿t cut down at night and the patient couldn¿t regulate it because it had gone wacky. The patient clarified that he had adaptive stimulation and the amplitude would normally change to different levels when he was in different positions. The programmer now showed three or four different settings when it usually only showed sitting up or laying back. The patient stated that his position updated and showed the correct position, but the amplitude would be wrong. The patient stated that for example his sitting up position was supposed to be set at ¿300v¿ and laying back as ¿470v¿ but when he was in the sitting up position the patient programmer showed ¿460v¿. The patient also had a change in how he felt the stimulation sensation because of the adaptive stimulation not adjusting correctly. The patient fell asleep with a tingling and woke up with a tingling, and he could not get it right. The patient normally felt tingling stimulation in his legs only when he lied back and raised his arms up but now the tingling isn¿t there even when he was in that position. The patient normally didn¿t feel that tingling in that location unless he was in that specific position but he was in the sitting up position and now he felt it there and could feel it now when he turned the implant on. The patient was to follow-up with a healthcare professional. The patient programmer was not available for troubleshooting during the call with the manufacturer on 2016-oct-31.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that prior to receiving their implantable neurostimulator (ins); they couldn¿t live a normal life and were on strong pain medicine. The patient stated that they no longer had to take pain medicine for their issues once the stimulator was implanted. It was noted that the stimulation sensation and amplitude issues associated with the ins had been resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.